Event description:
It was reported that the patient presented to the hospital for a device exchange procedure on (B)(6) 2022. While attempting to explant the device, it was noted that the left ventricular (lv) lead was dislodged. The physician explanted the lv lead and replaced it without further incident in the same procedure. The patient was in stable condition.